Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had no volume overload but had some exertional dyspnea that may be related to inadequate left ventricle unloading given results of prior ramp right heart catheterization (rhc) and transthoracic echocardiogram (tte), as well as more recent tte were showing moderate mitral regurgitation. Lvad speed was increased from 5600 to 5800. Symptoms will be re-assessed at next visit. Additional information stated that mitral regurgitation existed pre-lvad implant. A device related issue did not cause/contribute to mitral regurgitation. The patient also had right heart failure prior to the lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.